Event description:
The customer called to report a motor error alarm. The customer's blood glucose reading at the time of the call was 515 mg/dl. The customer stated that she was treated her blood glucose, but it doesn't appear to be coming down. The customer stated that she was on her way to the emergency room for treatment as she was also feeling dizzy. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. The customer was unable to complete the troubleshooting at the time of the call. Advised the customer to call back at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.